Event description:
New information received notes that the lead exhibited under-sensing, which resulted in pacing inhibition. The right ventricular lead was explanted and replaced on oct 4, 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of insulation abrasion, noise and under sensing were not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of internal shorts however an open circuit was noted at the right ventricular cables due to procedural damage. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: d9: field should reflect return date of: nov 4, 2024.

Event description:
It was reported that a patient presented with over-sensing of noise resulting in pacing inhibition noted on the right ventricular lead. Thies was alleged to be due to suspected lead insulation abrasion. The patient was fitted with an external device and further intervention was planned. No adverse patient consequences were reported.